Manufacturer narrative:
Device remains implanted in the patient.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site due to its localization. The patient underwent a revision procedure and the physician moved the ipg from the upper buttock to the abdomen. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that the physician did not suspect infection, and the culture results found no infection. Device remains implanted in the patient.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site due to its localization. The patient underwent a revision procedure and the physician moved the ipg from the upper buttock to the abdomen. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that the patients scar was a little red but everything was okay. The patients ipg was located just under the beltline and it was uncomfortable. As the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint. Device remains implanted in the patient.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site due to its localization. The patient underwent a revision procedure and the physician moved the ipg from the upper buttock to the abdomen. The patient was doing well post-operatively.